Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: 7847124. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient has dislocated three times since an acetabular revision on (B)(6) 2014 at (B)(6) medical center in (B)(6). The surgeon performed the current revision surgery at (B)(6) hospital on tuesday, (B)(6). Patient had a stryker acetabular cup and liner that articulated with a depuy sz 36 +1.5 cobalt chrome articuleze head on top of a solutions stem. The surgeon revised the stryker liner and shell. He kept the depuy solutions stem and replaced the femoral head implant with a ts ceramic head. Nothing broke during surgery.